Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 60 mg/dl. Reportedly, the customer inadvertently delivered a 10 unit bolus. Bg was addressed via intravenous saline. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage sustained. Customer confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.